Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported that a surgeon stated that a single patient had an infection for a medpor implant, twice. Th surgeon did not believe the infection was due to the implant, but rather attributable to patient environment and noncompliance with treatment. This MDR represents the event related to the first implanted device.